Event description:
In june 2003 customer reported receiving free style readings within 15 minutes of 130 mg/dl and 105 mg/dl. Customer was experiencing symptoms of hypoglycemia and was treated by ingesting fruit and other food. Customer did not require third party intervention for treatment.